Event description:
During a laparoscopic cholecystectomy the clip malformed and dropped from the jaw of the clip applier. The clip could be retrieved from the patient. There was no patient consequence.